Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; g.1; h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported left side capsular contracture," baker grade unknown.

Event description:
Healthcare professional reported left side ¿integrity of the implants is damaged¿, ¿seroma¿. ¿glands enlargement of the left breast", ¿swelling¿, and ¿pain." Healthcare professional later confirmed left side rupture. Healthcare professional additionally reported differentiate between the reactive changes in chronic inflammation and bia-alcl. Pathological markers confirming alcl have not been received. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, lymphadenopathy, bia-alcl-suspected.

Event description:
Healthcare professional reported left side ¿integrity of the implants is damaged¿, ¿seroma¿. ¿glands enlargement of the left breast", ¿swelling¿, and ¿pain." Healthcare professional later confirmed left side rupture. Healthcare professional additionally reported differentiate between the reactive changes in chronic inflammation and bia-alcl. Pathological markers confirming alcl have not been received. The device has been explanted.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1660147 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed by photos the event rupture was observed however it was not assessed as workmanship and the events edema, seroma, pain, and lymphoma ¿ alcl were unable to be observed because they are medical events. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation and, based on the coding matrix for medical devices and human tissue qpp07-01-003-g17 (v3.0) this code is classified as medical event; also, according to the procedure qpp07-01-003-w37 (v4.0) this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with event lymphoma - alcl ¿ suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Visual evaluation: device photograph(s) for the device related to the reported event of rupture-breast, edema-breast, seroma-breast, pain-breast, lymphadenopathy-breast and lymphoma-alcl-suspeced-breast was requested on march 11, 2024. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Edema-breast: unable to observe since it is not related to the device. Seroma-breast: unable to observe since it is not related to the device. Pain-breast: unable to observe since it is not related to the device. Lymphadenopathy-breast: unable to observe since it is not related to the device. Lymphoma-alcl-suspeced-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.